Event description:
It was reported the patient presented for post-implant device checks. During the check, the atrial leadless pacemaker (lp) exhibited abnormalities on the electrocardiogram (ECG). X-ray confirmed the lp had dislodged to the pulmonary artery. The lp was deactivated. The patient was in stable condition.

Event description:
New information received indicated the dislodgement was discovered by loss of capture.